Event description:
It was reported that the doctor determined the lead was broken. Everything was explanted. Following explant of the surgical lead, the patient experienced seizures. The neurologist believed that explant of lead may have caused the seizures.

Manufacturer narrative:
(B) (4)